Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced lost signal. When customer reconnected, it showed as if sensor was new. Customer's blood glucose was 94 mg/dl. During troubleshooting, it was reported that sensor was taking too long to initialize and customer was asked to change sensor. When customer removed sensor, it was found that the sensor cannula came out completely and was stuck in adhesive. Customer was advised that sensor would be replaced.